Event description:
It was reported the pt felt a heating sensation while recharging the ipg. The pt described the sensation to be uncomfortable. The pt stated the charging session lasted for two hours and dissipated post recharge. The pt was advised to charge for shorter intervals and to remove insulation around the ipg when charging. No further pt complications were reported.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.